Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was unable to detect radio frequency (rf) head as dirty reader contacts were found. After cleaning the contacts, the remote monitor was able to detect the reader normally. The error codes 2300 and 3230 were found in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader of the remote monitor was damaged and had exploded. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.